Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with flap striae in left eye. It was reported that patient had lifted her upper lid to put drops in and caused vertical striae in left eye. Flap lift and rinse was performed on (B)(6) 2016. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of vision not being as clear in left eye when compared to right eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -3.75 x .00 x 90; left eye pre-op 20/20 -3.75 x -.50 x 155. Patient presented on (B)(6) 2016 and wrinkles still present. Topical steroid dosage was increased. Surgeon lifted and smoothed flap.